Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during skin tumor removal, when the surgeon sewed in the subcutaneous layer, the needle came loose from the strand, and the needle disappeared under the skin and up into the arm. The surgeon had to x-ray the arm to locate the needle. An orthopedist had to make the incision larger to be able to find the needle. This resulted to extended surgical time of more than 30 minutes.